Event description:
It was reported the implantable cardioverter defibrillator (ICD) patient was sent to the facility for lead extraction due to lead noise. Based on the right ventricular (rv) electrograms (egm) during episode there was a torsade's episode. The episode was withheld briefly for rv lead noise (rvln). There was a very large fairfield artifact visible on atrial tip to ring (ttr) egm. Pocket manipulation and physical maneuvers were performed and it was notice that the ra lead exhibited oversensing. Per transmission report the rv lead had exhibited lead noise warning and or ventricular oversensing noise. The device and leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddmb1d4 ICD- implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.